Manufacturer narrative:
The investigation for the reported console (aic) display failure has been completed. The console was returned for evaluation. The console was physically inspected and a firmware check was performed, which revealed that there was a lack of communication between the 4-in-1 and the power battery manager channel 1 on the pbm. This lack of communication triggered the self check failure. The pbm pca was physically inspected, revealing corrosion to the circuit traces that carry the communication signals between the 4-in-1 and the battery 1 circuitry on the pbm. This type of corrosion is known to be caused by leakage of the electrolytic supercapacitors c69 and c70 on the pbm. The data logs revealed that preceding the self check failure, there were multiple instances of disruptions in communication between the epc and the power battery manager channel 1. The cause of the aic issue was contamination of the pbm pca due to leakage of the supercapacitors. D4-updated model number.

Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed.

Event description:
No patient involvement: the complainant reported that during an in-service, the aic displayed a ¿self-test failed¿ screen and is now inoperable. There was no patient involvement.